Manufacturer narrative:
Investigation summary: it was reported that upon arrival of the pentaray nav high-density mapping eco catheter shipment, it was noticed that the packaging was damaged with puncture holes through to the sterile inner pouch. The pentaray nav high-density mapping eco catheter never used on patient. No patient consequences were reported. The device was received with the original box and the outer box was observed damaged. However, the internal packaging was observed without damage, the pouch was observed unopened. Further inspection was performed on the pouch and it was observed in normal condition and no damages were observed. A manufacturing record evaluation was performed for the finished device 30294364l number, and no internal actions was found during the review. The customer experience was not confirmed since the pouch was observed in good condition. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that upon arrival of the pentaray nav high-density mapping eco catheter shipment, it was noticed that the packaging was damaged with puncture holes through to the sterile inner pouch. The pentaray nav high-density mapping eco catheter never used on patient. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. On january 22, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, the outer box has shipping damage. The product was returned in original outer box and the pouch was unopened (never used). The puncture points reported by the customer were not visible with visual inspection. The first visual inspection is assessed as not reportable; however, the file remains MDR reportable for the customer's initially reported issue. Further analysis is pending.